Event description:
It was reported that the customer had high blood glucose levels (550 mg/dl). Customer received an incomplete bolus alert.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.